Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description. Based on technician statement, the device troubleshooting has been provided remotely, therefore further information about solution cannot be obtained due to lack of client's response. The issue was reported to competent authority in abundance of caution as pressure transducer test failure may in some cases, represent a reportable event. There was no patient involvement. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's logs nor repair details were available for further analyze. Therefore, the root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).